Event description:
During arthroscopic debridement of left knee, it was noted on monitor that pt had small pieces of metal in joint. Md had been shaving with 5.5 full radius resector. On inspection, it appeared small pieces of resector may have sheared off. Md was then given a 4.5 full radius resector and knee was debrided and all metal removed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.